Event description:
A customer reported experiencing a cartridge alarm during the load process, as they removed the used cartridge prematurely. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support educated the caller to wait until prompted during the load process to remove the used cartridge, and the customer successfully understood and acknowledged this. The caller was then assisted in loading the same cartridge back into the pump and was able to resume insulin therapy without further issues.